Event description:
It was reported that during a tonsillectomy procedure, the physician complained that the evac 70 xtra plasma wands (lots: b204720-a) that were being used were not as robust as anticipated and were wearing down after approximately 15 minutes of use. The physician believed the coblator ii surgery system, which was used in the procedure may have also been related to the issue. The physician was able to complete the procedure with another evac 70 extra plasma wand; however, there was a surgical delay of approximately 15-30 minutes as a result of the event. No pt complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report(s): 3006524618-2012-00969, 00698.